Event description:
It was reported that the device implant procedure was on (B)(6) 2012, it was noted that there were no complications as the "surgery went well." The patient was started on 100 mcg/day of lioresal. On (B)(6) 2012 the patient/patient's family indicated over-dosing occurred. The patient's family had concerns regarding the implanting physician, the procedure itself, and the manufacturer for not providing enough information regarding the therapy prior to implant. It was noted that the patient's family received information regarding overdose / underdose / withdrawal symptoms/signs prior to surgery; and a discussion occurred post operation. The implanting physician was informed of the issue. The implanting physician indicated that the patient was sensitive to the drug, and he was working on finding the correct dosing for the patient. The implanting physician informed the patient's family and manufacturer representative that the patient "was never overdosed." It was clarified that the patient was started out on 100 mcg/day of lioresal, with a concentration of 500 mcg/ml. The patient's family indicated that the patient experienced extreme sleepiness. The hcp was looking at other drugs (other than lioresal) being taken by the patient as a possible cause. It was later reported that the patient was awake and "doing well," with their pump being adjusted up to 100 mcg/day of lioresal.

Manufacturer narrative:
Concomitant medical products: catheter model#8709sc serial# (B)(4) implanted: (B)(6) 2012 explanted: unknown; catheter model# 8596sc serial# (B)(4) implanted: (B)(6) 2012 explanted: unknown.

Manufacturer narrative:
(B)(4).